Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the leg on (B)(6) 2016. Reportedly, the pediatric patient was using an adult receiver. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.